Manufacturer narrative:
The product was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, death appears to be related to patient conditions. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Subsequent to the initial report, the physician indicated the cardiopulmonary arrest and death were unrelated to the device. H6: health effect - clinical code 1762 removed. H6: health effect - impact code 1802 removed.

Event description:
Subsequent to the initial report, information was received, indicating that the study physician has deemed the cardiopulmonary arrest and patient death, as unrelated to the study device or study procedure. Reportedly the mitraclip remained attached to the leaflets.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for patient death. It was reported that this was a mitraclip procedure, performed on (B)(6) 2018, treating degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2021, the patient was found in cardiopulmonary arrest and died. Cause of death was unknown. No additional information was provided.